Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Attempts were made for patient, product, and procedural information; however, no response was provided. Investigation - evaluation a review of the complaint history, dimensional verification, device history record, quality control, and visual inspection of the returned device was conducted during the investigation. One used outer catheter of the micropuncture transitionless stiffened cannula access set was returned for investigation. The outer catheter is separated in two sections. The inner catheter was received with wire guide inserted. The distal tip of the outer catheter has a flared jagged edge. The separation point of the outer catheter from the proximal end to the distal end is also jagged. The device met dimensional requirements. A document-based investigation was performed. Review of the device history record showed three non-conformances. All non-conforming product was re-worked prior to completion of the final lot. There were no other reported complaints for this lot number. Several attempts were made to acquire additional information. No information regarding patient pre-existing conditions, anatomic considerations or patient outcome were provided. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
During a procedure, the micropuncture transitionless stiffened cannula access set introducer was inserted into the patient's right femoral artery. The dilator was damaged during insertion, and subsequently broke off in the vessel and was visualized in the patient. The fragmented dilator was able to be successfully removed from the patient using forceps. Additional information regarding patient outcome and details of the event have been requested, but is not available at this time.